Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). No issues were identified during a review of the device's history record that may have contributed to the iipv found in the logs. The event log and therapy log from (B)(4) 2011 had already been over-written and could not be confirmed. The cause of the iipv found in the logs was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on (B)(6) 2011 at 23:29 with a drain volume of 4567 ml during cycle 5. Largest prescribed fill volume: 2500 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.